Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a calcar fissure was found during surgery. The surgeon applied a dall-miles wire.